Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 which did not confirm the reported event of error 121 icon displayed. The root cause could not be determined.